Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) turned off and wouldn't turn back on. It kept ringing a high pitch tone.

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacturer date), g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: b5, h6 (health effect impact code, health effect clinical code) a getinge field service engineer was dispatched to investigate the issue. The fse found that the console cover was severely damaged due to customer negligence. The fse found that the boards inside the unit shifted. The fse reseated all connectors and powered up the unit. The console cover (d441-00-0194) and wheel assembly (d997-00-0914) were replaced to address the physical damage. During testing, a leaking and bent check valve was discovered, also caused by the console cover damage. The fill assembly (d997-00-0565) was installed to correct the helium leak from the check valve. The unit passed all safety and functional tests and was returned to the customer for clinical use. The following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj cf 02 jan 2025. The failure analysis and testing dept. Received part number 0997-00-0565 assy, helium reservoir serial number (B)(6) with a reported unit failure of the pump turned on and wouldn't turn back on. The failure analysis and testing dept. Performed a visual inspection and observed that the check valve was broken off from port cv1. This damage to the check valve was caused by a severely damaged console cover as stated in the complaint. A piece from the check valve is stuck in the cv1 port. Due to the check valve being broken, the fat dept. Cannot investigate this complaint any further. Retaining the part in the fat dept. Per procedure the following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received part number 0997-00-0565 assy, helium reservoir serial number (B)(6) with a reported unit failure of the pump turned on and wouldn't turn back on. The failure analysis and testing dept. Performed a visual inspection and observed that the check valve was broken off from port cv1. This damage to the check valve was caused by a severely damaged console cover as stated in the complaint. A piece from the check valve is stuck in the cv1 port. Due to the check valve being broken, the fat dept. Cannot investigate this complaint any further. Retaining the part in the fat dept. Per procedure.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) turned off and wouldn't turn back on. It kept ringing a high pitch tone. No harm or injury reported.

Manufacturer narrative:
Corrected fields: h6 (medical code device problem code). Updated fields: b4, g1, g3, g6, h2, h11.